Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was not infusing.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and function tests were performed. A sample was received for evaluation. A visual inspection found the device labels were intact, but the house was damaged. A review of the pump event history log found no evidence of any alarms. The delivery accuracy tests found the pump's average delivery error to be over delivering the control limit specification, but within the published specification. Alarm testing was done, and the pump passed. The reported problem was unable to be duplicated. The technician replaced the expulsor as a preventive measure. The root cause could not be determined as the complaint could not be duplicated.

Event description:
Additional information received indicated there was no patient involvement during this event.